Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and found sensor broken. Broken part missing unable to confirm customer received sensor damage due to customer returned opened and used.

Event description:
The customer reported via phone call that the sensor indicated that she was having low blood glucose, but her blood glucose was stable and not low. The customer also indicated that recently, her sensor glucose was 100 points off but did not indicate the mg/dl of the sensor glucose. Customer's blood glucose was 198 mg/dl and the sensor glucose was 179 mg/dl at the time of incident, which is within the acceptable range. The customer indicated that she changed the sensor but the same problems occurred. The customer indicated that she will use a new sensor. Troubleshooting advised customer on proper insertion techniques and cannula position. The customer was advised that the sensors would be replaced and to return the product for analysis.